Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein and the superficial femoral vein (sfv) using an indigo system aspiration catheter 12 (cat12). During the procedure, the physician was unable to re-introduce an indigo system separator 12 (sep12) through the rotating hemostasis valve (rhv) after multiple attempts were made. It was reported that while attempting to introduce the sep12 through the rhv, the patient suffered excessive blood loss. Therefore, the rhv was removed. The procedure was completed using a new rhv, the same cat12, and the same sep12. No other events were reported.